Event description:
The surgery center reported that after the laser was fired, there was suction loss with one (1) patient interface. There was no patient injury or complications reported.

Manufacturer narrative:
The patient interface (pi) suction ring may loss suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: a manufacturing record review for the patient interface (pi) intralase procedure pack was performed; no associated deviations or non-conformity were generated during the manufacturing process. The review of the materials / process manufacturing instructions in the change control system revealed that the product was manufactured as required. A review of the manufacturing controls show the instructions require 100% visual inspection of the gripper for damage and deformation and improperly seated gripper / seal rings before vacuum testing. The gripper is inspected for the locking clip to be in the correct/open position. The locking clip should not touch and should not be higher (angle) than the adjacent leg. The instructions also require 100% vacuum testing in order to prove the suction. The documentation shows that all intralase procedure packs in this production order were released within specification when this manufacturing lot was completed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The patient interface (pi) product lot ca00035 was received inside a bag and it was evaluated. Three (3) components (applanation lens, suction ring assembly and syringe) were received with the sample. Visual inspection of the pi unit under microscope found the returned sample had residues on the inner and outer side of the cone lens. The pi cone lens was cleaned. Visual inspection was performed after pi cone lens cleaning and no manufacturing defects were observed in the returned sample. The suction ring was visually inspected and no assembly damages were observed. In addition functional and dimensional tests were performed as required with acceptable results for the sample received. The functional clip inspection was performed and the clip properly disengaged the left lever handle by applying light pressure on the suction ring assembly. The gripper assembly passed functional clip inspection. The reported complaint was not verified and there were no manufacturing issues or product quality deficiency based on the analysis of the returned sample. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: is this a single-use device was answered incorrectly on the initial MDR. The response should have been no. It has been corrected on this supplemental filing. All pertinent information available to abbott medical optics has been submitted.